Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure - 1174" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not duplicated with the device. The device was subjected to bench handling, rcs testing, stress testing and tce testing without duplicating the customer's report. Inspection of the device and all related cable/connections did not find any discrepancies. The customer's report was observed using a picture of the error that was supplied by the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.